Event description:
Complaint#: (B)(4).

Manufacturer narrative:
The hls set was directly involved in the incident which occurred during patient treatment. It was reported that the oxygenator was leaking from the blood outlet port. The oxygenator was discarded as the patient was infected with covid-19. A video showing the failure was attached to the parent record. Thus the reported failure could be confirmed. According to the hls risk assessment (dms#: (B)(4) the most probable root cause is a mechanical damage due to excessive force. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow up medwatch will be submitted after new information becomes available.

Event description:
There was a sudden leakage seen from outlet port of membrane from hls, 7.0 set during vv ECMO and required urgent change of circuit. It was not alarmed to any high pressure. Change of circuit took around 30 seconds and even still patient get bradycardia. Kindly note that this customer was tested positive for covid during cannulation and became negative during ECMO support, so we were not able to keep the affected set of hls 7.0 advanced. Complaint # (B)(4).